Event description:
Patient with dx of subacute descending thoracic aortic dissection with aneurysmal degeneration to operating room for surgical repair. Patient with severe tortuous vessels. Medtronic valiant navion thoracic stent grafts utilized for surgery . Second shorter length device did not deploy. Entire device removed from the patient and moved from the operative field. New devices obtained and deployment of stents occurred. Medtronic representative present. Devices given to medtronic representative for company to evaluate. Discussed with vascular surgeon. No apparent patient harm.